Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump had a crack from the reservoir compartment to the glass. Her blood glucose level was 169 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, and minor scratched display window. No crack found on reservoir tube window, display window, or display glass noted.